Manufacturer narrative:
This supplemental report was created to update the entry in b5: describe event or problem.

Event description:
It was reported that this previously capped right ventricular (rv) lead was part of a system revision due to infection. There were no additional adverse patient effects reported. The previously capped rv lead was reactivated. Additional information received indicates that the reactivated system is now abandoned due to therapy upgrade or downgrade. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this previously capped right ventricular (rv) lead was part of a system revision due to infection. There were no additional adverse patient effects reported. The previously capped rv lead was reactivated.